Event description:
Caller tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.8 inr. Patient's coumadin dose was increased based on the lab result. No adverse event due to the device reported. Requested return of suspect system; however, the suspect strips have been depleted and will not be returned. A replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned.